Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, per technical services (ts), that the log file contained a couple of low speed advisory events on 15dec2020 due to the fixed speed being set lower than the low limit (5200 rpm fixed versus 5500 rpm low limit).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed drops in speed below the low-speed limit. The account submitted a log file for review. The system controller event log file contains data from 11dec2020 at 7:56:51 through 16dec2020 at 23:13:01. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. On (B)(6) 2020 from 15:04:53 through 15:05:27, low-speed advisory alarms were captured due to the fixed speed (5200rpm) being set lower than the low-speed limit (5500rpm). The low-speed advisory alarm resolved, and the pump operated at or above the low-speed limit for the remaining duration of the log file. The log files appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate 3 lvas IFU document is currently available. Section 4 "system monitor" notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2017. No further information was provided. The manufacturer is closing the file on this event.